Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump had been dropped. The blood glucose reading was 46 mg/dl. The customer stated that the insulin pump was cracked and scratched. She stated that her low blood glucose levels were a result of not having eating the night prior, when the blood glucose reading had been 107 mg/dl. She noted that the crack was located right next ot the liquid crystal display screen on the top of the battery icon, and the scratch was also on the screen. She stated that the insulin pump was already being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.